Event description:
A user facility submitted a repair request to the olympus service center, on an evis lucera elite colonovideoscope for exhibiting scope error e315. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, body control unit damage, bending angle insufficient due to the elongation of the angle wire, air/water nozzle clogged, foreign substances adhere to the objective lens surface and the surface becomes scratched, noise coming from the up/down knob, up/down knob scratched, universal code scratched and leaking, liquid leakage to the scope connector due to handling, and bending section adhesive missing. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water ingress of the scope connector, leading to damage of the internal circuit board. It is recommended that the user facility receive instruction/reinstruction on inspection and handling of the device. Olympus will continue to monitor field performance for this device.